Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot part number: 03.224.007, lot number: 9618829, manufacturing site: bettlach, release to warehouse date: 09. Oct. 2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date, that the connecting screw for the insertion of dhs blades could not be disconnected from the impactor handle after impaction. The allen key that was provided for disconnection was missing. Pliers had to be used to disconnect the connecting screw from the impactor handle. The surgery was completed successfully. There was no adverse patient harm reported. Concomitant devices reported: impaction instruments: trauma (part #: unknown, lot #: unknown, quantity: 1). This report involves one (1) coupling screw for insertion of dhs blades. This is report 3 of 4 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A product investigation was conducted. Visual inspection: the connecscr f/insertion dhs blade (product code: 03.224.007 & lot no: 9618829) was received at us cq. Upon visual inspection, no visual defect was identified on the device except normal wear which would not contribute to the reported complaint condition. Functional test: the functional test cannot be performed as no other mating devices were returned except the complaint device. Thus the alleged device interaction issue cannot be confirmed. Dimensional inspection: dimensional inspection was not performed as no visual damages were identified on the device document/specification review: the following drawing reflecting the current and manufactured revision was reviewed: connecting screw f. Insert of dhs bl. Investigation conclusion: the complaint condition cannot be confirmed for the received device as no damage was observed on the device which would contribute to the alleged device interaction issue. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.